Event description:
Gynecare machine alarmed and displayed, 1 1/2 minutes into the procedure, "heater failure" code #6507. Machine aborted procedure at that point. A second disposable handpiece was used, procedure restarted after machine rebooted and the procedure completed without further incident. Disposable handpiece gynecare thermachoice ii, lot# bpmg02, exp. Date 2011-12.